Event description:
It was reported that the surgeon connected the mini cuff to apical holder and noted a plastic ring out of place. A new holder would be obtained and apical holder was removed. The patient had a stroke on (B)(6) 2022 following left ventricular assist device (lvad) implant. There were pupil changes but no signs of stroke showed on a computed tomography (CT) scan. A subsequent CT on (B)(6) 2022 showed development of ischemic changes in the right frontal lobe in the anterior aspect of the middle cerebral artery (mca) distribution. The patient was in the intensive care unit for monitoring and a neurology consult was scheduled. The patients care was withdrawn on (B)(6) 2022 due to non-recoverable stroke. The patient was on impella at p7 before the vad was implanted. The death was not considered to be device related and the device operated as intended. Related manufacturer reference report # 2916596-2022-01570.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the patient passed away. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.